Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) seems to be depleting more quickly than expected. A save to disk was performed and returned for analysis. Engineering concurred that this device is depleting prematurely.